Event description:
It was reported that the pump has had a total of 8 acu watchdog alarms since (B)(6) 2019, the most recent occurring (B)(6) 2022 according to pharmguard.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed and third party seals were present; the top case was chipped and the left plunger case screw insert was cracked. Review of the event history log showed occurrences of "acu watchdog failure" and "primary audible alarm bgdn test" messages. Functional testing involved running the pump through the power up process and occlusion testing. The reported issue was not duplicated during the investigation, no damage was found to the speaker. Based on the investigation, the complaint allegation was not confirmed. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.